Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and the reported difficulties were due to case circumstances. Reportedly, the slda was due to the grasping location at the edge of the cleft. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 with a cleft between p2/p3 segment. A mitraclip was implanted, however after deployment, a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. In the physician's opinion, the slda was due to the grasping location at the edge of the cleft. Two clips were implanted to stabilize the slda, reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.